Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
It was reported that the patient had the cardiac resynchronization therapy defibrillator explanted prophylactically due to advisory. There was no allegation of malfunction against the device. The device was replaced. The patient was stable during and post procedure.